Event description:
During a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The non-tortuous proximal right coronary artery was direct stented with a taxus liberte' 3.5 x 12 mm drug eluting stent. The balloon was inflated to 12 atm's. The physician then deflated the balloon. The fully deflated balloon was visualized, but the balloon could not be withdrawn. The balloon was successfully removed after pulling with more force than usual. No patient complications were reported. Patient status is satisfactory.